Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported her blood glucose went over 600mg/dl. The caller experienced excessive thirst and urination. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that the drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.